Event description:
A caller reported an error indicated by cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.